Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). A nurse reported during a case the system made an unusual noise, then displayed a system fault message that could not be cleared. The system was exchanged and the procedure was completed. There was no patient injury reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported system message. The communication cables from the host to the front panel were replaced for diagnostic purposes. The system was then tested and met all product specifications. The replaced parts were sent in for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).